Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD)battery status is at middle-of-life 1 after 2 manual capacitor reforms. The device has been stored on the hospital shelf and was not exposed to cold.